Event description:
During use on pt, the lma classic airway was noted t0 be difficult to inflate. Upon removal of the device, a hole in the pilot balloon was observed. The lma was immediately removed and replace with another lma. There was no pt problem or incident